Event description:
The account engineer stated that the bed will not stay in brake. The bed "pops" out of the brake position.

Manufacturer narrative:
The account engineer replaced the brake detent to repair the bed.